Manufacturer narrative:
Adhesions and bowel obstruction are known complications of hernia surgery where bowel is contacted. Adhesion and bowel obstruction are noted in the instructions for use as potential complications associated with surgical repair of hernias with or without the use of surgical mesh. No information provided suggests that the ovitex device definitively caused the event noted.

Event description:
A patient underwent hernia repair with ovitex 1s on (B)(6) 2025. It was reported that in approximately (B)(6) 2025, the patient returned and required re-operation where a bowel obstruction was noted with some adhesions present. No bowel resection or permanent damage was noted.